Event description:
It was reported that low r-waves and high impedance was observed. A reposition was unsuccessful and the lead was replaced.

Manufacturer narrative:
Analysis found the lead to exhibit normal electrical characteristics and impedance. Further analysis found the helix could not be extended due to dried body fluid in the lead distal coil and helix. The lead was cut at 52 cm from the connector pin. The helix could be fully extended and retracted by applying torque directly to the distal coil of the remaining portion. No anomalies were noted.